Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Exemption number (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox fx05 device. Follow up communication with the user facility reported the following information: (1) cardiopulmonary bypass achieving flow of 1.5l/min and maintaining the flow of gases 2.0l/min, fio2-100%; (2) after turning off the lung mechanical ventilation, a lack of visual color difference between the blood returning from the patient and the arterial line; (3) performed control blood gas analysis and confirmed the lack of proper gas exchange directly over the oxygenator in an extracorporeal circuit system; (4) an increase of air mixture flow to 61/min, fio2 100% had no effect; (5) it was decided to immediately exchange oxygenator for the new one; (6) at the time of exchange the artificial ventilation was restored with blood gases analysis scores- pco2-31.3, po2- 163 and saturation of 99.4%; (7) the oxygenator was exchanged for a capiox fx05 and the cardiopulmonary bypass was restored with the new oxygenator; (8) all blood gas analysis performed during ecc confirmed very good gas exchange; (9) the duration of cardiopulmonary bypass was 151 minutes and clamping of the aorta was 87 minutes; (10) the minimum temperature of circulation was 32 degrees; and (11) the procedure was performed without any further complications.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for MFR. Report no. 9681834-2015-00258 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt did not find any obvious anomalies. The actual sample was rinsed, dried and was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. The obtained values were verified to meet the manufacturing specifications. Although the exact cause cannot be determined based upon the available information, the evaluation results verified that the actual sample, after having been rinsed and dried, was of normal product. As a cause of the insufficient gas exchange during use, it is likely that the blood flow rate was not sufficient against the patient's bsa, leading to a decrease in svo2. The user facility provided information that the patient's blood was a type that was hard to be heparinized possibly due to being administered exacyl prior to the extracorporeal circulation. This would have led thrombus to form inside the oxygenator and the blood that come in contact with the o2 gas became hampered, resulting in the deterioration in the gas transfer performance. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "the capiox fx05 is a neonate, infant oxygenator intended for use in procedures up to maximum flow of 1.5 l/min. The patient weight and bsa should be considered upon use." "Start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements." "Adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for MFR. Report no. 9681834-2015-00258 to provide the return sample evaluation results.